Manufacturer narrative:
The field service engineer checked and adjusted the module, the dilution cuvette and the sample probe. Calibration and controls were performed and passed. No abnormal results have occurred. The investigation determined the issue was most likely due to pre-analytical handling issues at the customer site.

Manufacturer narrative:
The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode, k electrode, and cl electrode on a cobas 8000 ise module. The sample initially resulted in the following values: na = 116.9 mmol/l. K = 3.71 mmol/l. Cl = 87.0 mmol/l. The doctor questioned the values as they did not agree with the patient's history. The sample was repeated, resulting in the following values: na = 134.9 mmol/l. K = 4.17 mmol/l. Cl = 100.9 mmol/l.